Event description:
It was reported syringe s2 5ml 22ga 1-1/4in bd china had leakage issues. The following information was provided by the initial reporter, translated from chinese: "when the syringe is ready to use, it found that it was lax sealing, and replaced it".

Manufacturer narrative:
Investigation summary: a complaint of product leaking was received from the customer. No photo or sample was received from the customer for investigation. A device history record review was completed by our quality engineer team for provided lot number 2101226. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the customer feedback of the issue, we conclude that the cause of the problem could be produced as a consequence of a damage in the plunger lip, this defect could have been caused during manufacturing, assembly, or handling of product. There are quality controls currently in place to detect this type of defect during the production process.

Manufacturer narrative:
Initial reporter phone#:(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported syringe s2 5ml 22ga 1-1/4in bd china had leakage issues. The following information was provided by the initial reporter, translated from (B)(6): "when the syringe is ready to use, it found that it was lax sealing, and replaced it".